Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to issue audible prompts during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. The device was reported to not have issued shock advised prompt during the reported patient involved event. On the event date, and during the first power-on, the patient appears to present a shockable rhythm and a shock was delivered and the device prompted CPR. For the remainder of the event, the patient appeared to present a non-shockable rhythm and the device prompted CPR. No fault was found on the sam 350p during the investigation. The device delivered the shock therapy sequence without fault using a test power supply, and it issued all audio advisory prompts as per specification. Furthermore, no fault was identified with the speech circuitry that could have resulted in the device not issuing shock advised, no shock advised or other audio advisory prompt issue, when simulating different rhythms. Therefore, the investigation was unable to confirm the reported fault. This device shall by retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue audible prompts during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device failed to issue audible prompts during an event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.